Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The main frame ps2 was replaced during service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an "x-rays disabled" error message. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.